Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to clinic after receiving an alert for non-sustained rv oversensing. Review of stored episodes showed the patient received inappropriate atp therapy. High capture threshold and a decrease in r wave sensing were also noted. Lead dislodgement was confirmed via x-ray. When repositioning was unsuccessful, the lead was explanted and replaced. The patient will be monitored remotely.